Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0uk9n, implanted: (B)(6)2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had the poor communication screen on the patient programmer. The patient was not recently implanted or had a revision surgery. The patient used the antenna and the programmer wouldn't connect or do telemetry with or without the antenna attached. No patient harm was reported. It was further reported that the patient received the replacement programmer and still couldn't connect. The patient tried the replacement programmer with and without the antenna attached with no success. The patient wanted to bring both programmers to their appointment on (B)(6)2015 and would send back the old on afterward. The patient would have the appointment with their health care provider (hcp) to look into the issue further. Analysis cleaned the antenna jack with alcohol and the programmer had no issues. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they were sent a new unit. The patient went to the health care professional (hcp) office and saw a manufacturer representative (rep). The rep programmed it for the patient. The issue was resolved. Somehow the implant turned off and she got it turned back on. If additional information is received, a follow-up report will be sent.